Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted that one reload was inside the packaging and the jaws were open. The staple cartridge could not be properly examined. It was reported that the device did not fire. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: egia60avm egia 60 artic vasc med sulu, (lot#n2j0300y); egia60avm egia 60 artic vasc med sulu, (lot#n2j0300y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a procedure, when assembling the reload, it was calibrated according to the instructions to start firing in the vascular thin tissue. The surgeon was unable to fire the device after pressing the green button. The same issue occurred with the other two reloads. A new reload was used to resolve the issue. At the end of the surgery, a test was carried out to fire the reloads again, but the issue was not resolved. There was no patient injury.

Event description:
According to the reporter, during a procedure, when assembling the reload, it was calibrated according to the instructions to start firing in the vascular thin tissue. The surgeon was unable to fire the device after pressing the green button. The same issue occurred with the other two reloads. A new reload with the same powered stapler was used to resolve the issue. At the end of the surgery, a test was carried out to fire the reloads again, but the issue was not resolved. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.